Event description:
The patient reported through a manufacturer representative that a ¿settings not available¿ message was observed on the patient controller. It was stated that when trying to increase the setting for group b, it would display a "settings not available" message. The value that was constantly increased had no longer risen. The remaining charge level was 80% for both the stimulator and controller. After changing to group a, group b was selected again and the intensity was reduced once and then increased; however, a message saying "settings not available" still occurred. It was also reported that the patient did not feel any stimulation, so the intensity was increased. It was heard that a similar situation had occurred previously and when the patient went for medical consultation, they were told that group a had been disconnected and that they should use group b from then on, so the patient continued to use that. The issue remained unresolved at the time of report. It was unknown whether any external factors may have led or contributed to the issue at the time of report. No further complications were reported or anticipated. Additional information was received from a rep. It was reported that the patient was told to use group b because group a had been fractured. There was no suspected ins malfunction. It was reported that the cause of the settings not available message may be due to the spread of a lead fracture. The issue was speculated as an impedance abnormality. Only one lead was in use. The event seemed to be due to the increase in the number of fractured electrodes in the lead.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; g2. Foreign: jp; h10: refer to regulatory report # 3004209178-2024-13560 for a previous report involving this patient/device for high impedance and a settings not available message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.